Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level rose to 20.9 mmol/l (376.2 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, several boluses were delivered and a new pod was applied. The patient's bg history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed and returned an 0x3d alarm. The pcb assembly was corroded, and a power source was used to connect with the master pdm. The batteries were found to have insufficient voltage. The fcc cable was found to be damaged. The device was connected to a master pdm and a test bolus was attempted, but was stopped due to a drive stall. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test found no leaks or tears in the fluid path.